Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sticking and the up and the down arrows were harder to press. The customer's blood glucose level was unknown. The customer also reported that the gear was slower when priming and screen was cracked and had rainbow effect had to tilt to read. The insulin pump will not returned for analysis.